Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that the patient¿s ilet pump displayed an unresponsive screen, and a replacement device was arranged while the patient used a demo unit to maintain therapy continuity. Symptoms included no injury or adverse physiological effects. Outcomes included continued use of cgm via dexcom app or receiver and planned return of the original device after data sync and shutdown. Investigation included remote troubleshooting instructions, logistical replacement, and plans for device return with shipping label and inspection of the returned device. Investigation of this device revealed a device malfunction consistent with a nonresponsive user interface/display component resulting in loss of normal device function. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributable to the display or touchscreen subsystem. Failure investigation revealed no fault found with the device.